Event description:
T was reported that this left ventricular (lv) lead had fractured and a portion of the lead was abandoned in the patient's heart. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).